Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 250ml infusion of 25,000 units of heparin was programmed to infuse at 14ml/hr after a 50ml bolus was given. However after less than an hour the bag was noted to be empty. The pump indicated it had infused approximately 60ml. An aptt was performed resulting in a level greater than 150. There was no lasting harm.

Event description:
A location of the emergency department was provided.

Manufacturer narrative:
On initial report is 01/26/2018. Concomitant medical products: 250ml hospira bag, lot #: 82-211-k6, exp. 01 oct 2019, heparin 25,000 usp units/250ml. The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows that the pump module was programmed at 7:05 am on (B)(6) 2018 to infuse a rapid bolus dose of 5328 units of heparin weight based dosing 25000unit in 250ml for a weight of (B)(6). At 7:08 am, the bolus completed and the infusion was stopped. At 7:10 am, a remote IV request order was received for an unidentified medication, however based on the drug amount and diluent volume, it is believed to be heparin weight based dosing 25000unit in 250ml. The log shows the message was invalid due to an order mismatch. At 7:10 am, the user changed the rate to 14.2ml/hr and the vtbi to 150ml and started the infusion. The infusion continued until 7:40 am when the device was paused, then channeled off at 7:45 am. The volume recorded as being infused during this period was 60.091ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed during testing. The root cause of the reported overinfusion was not identified.